Manufacturer narrative:
No additional information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the insulation of the system controller power cable was damaged/worn. The system controller was exchanged.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system controller¿s power cables being superficially damaged was confirmed via visual inspection of the returned product, as a small cut was observed on both controller power cable outer jackets. The provided log file contained routine data; the pump operated at intended speeds while connected to the driveline, and no atypical events were observed. The root cause of the reported event was unable to be conclusively determined through this analysis. Minor increase in resistance was found within the power cables indicating some wire fatigue. The device history record for the system controller (serial number hsc-108179) with were reviewed. No deviations from manufacturing or qa specifications were shown from the system controller. The heartmate 3 instructions for use section 8-¿equipment storage and care¿ and heartmate 3 patient handbook section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller connectors and cables. The heartmate 3 patient handbook instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.